Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead had a physical damage on insulation. This lead would not glide over the wire. The physician opted to use a straight lead and was successful. This lead was never in service. No adverse patient effects were reported.